Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. IFU states: ''for bleeding or hematoma - pressure may be applied to the puncture site using digital or manual pressure or using a compression device.'' The complaint can be confirmed since the patient was treated for hematoma per allegation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device implanted on (B)(6) 2021. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported a hematoma. Using the angio-seal device, hemostasis was successfully achieved. However, four to five days after the procedure, the patient complained of pain at the puncture site when the patient was walking. Ultrasonography revealed a hematoma developed at the site. The patient was recovered and is being followed up. It is unknown whether the cause of the hematoma was the angio-seal device, a causal relationship cannot be ruled out. The patient recovered and was being followed up on. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.